Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab was located inside of the body of the loading device. The green slide lock and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly, as the seals did not fold. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR # 2242352-2013-00552.